Event description:
It was reported that during the procedure, the fox plus 4.0/100, 80 cm balloon could not be inflated. The doctor noticed a longitudinal tear in the balloon after removal, and it is his opinion that the damage was due to insertion through the sheath. Another same-size fox plus balloon was used in the lower extremity to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox plus balloon catheter found no blood visible. There was contrast on the shaft and balloon. The balloon was returned loosely folded, consistent with being partially inflated. There was no damage noted to the balloon catheter. The inflation device used during the procedure was not returned. During functional testing, a new indeflator filled with water was used to pressurize the balloon when fluid leaked out a pinhole in the shaft 7 millimeters proximal to the proximal end of the balloon. The shaft appears slightly pinched at the location of the pinhole. Potential causes for a pinhole in the shaft include, but are not limited to, inflation lumen punctured while back loading a guide wire, damaged during manufacturing, damaged during preparation for use or interaction with associated devices during use. In this case, there was no leak noted during preparation. It may be possible that the damage occurred during insertion through the sheath as reported. There was no longitudinal rupture in the balloon as reported. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. Overall, the failure to inflate is due to the pinhole noted on the shaft. Although a conclusive cause for this damage could not be determined, there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.